Event description:
A pump was set to run the rate of 100ml per hour, but the pump was found free flowing. The tubing was taken away and changed, then pump worked fine. No visible defects were noted in the tubing at the time of the event.